Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in an arteriovenous fistula. A 6.0 x40, 75cm gladiator¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at the recommended burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No complications were reported. And the patient's status was fine.